Event description:
Poor wound healing. The patient underwent surgical treatment for lumbar disc herniation. The doctor used hemostatic fluid such as gelatin during the surgery, and the patient was discharged smoothly. On the 30th day after surgery, the patient developed a postoperative hematoma in the lumbar spine due to convulsions in lower limbs. The patient was readmitted for surgical treatment and was discharged after healing. On (B)(6) 2024, the patient underwent surgery due to lumbar disc herniation, during which absorbable hemostatic fluid gelatin was used, and the patient was discharged smoothly. On (B)(6) 2024, the patient was re-admitted for surgical treatment due to lower limb convulsion and hematoma formation after lumbar surgery, and was discharged after healing. The patient had postoperative hematoma malabsorption and nerve compression.